Manufacturer narrative:
Device not returned per hospital policy.

Event description:
Primary surgery using es2 system was performed (B)(6) 2017. It was reported that the screw deviated from the vertebral body postoperatively and the cage fractured at l3/4. Patient was revised on (B)(6) 2019. This record represents the screw.

Event description:
Primary surgery using es2 system was performed (B)(6) 2017. It was reported that the screw deviated from the vertebral body post- operatively and the cage fractured at l3/4. Patient was revised on (B)(6) 2019. This record represents the cage.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed no relevant issues or similar events were identified. According to the IFU, ¿in the event that healing is delayed, does not occur, or failure to immobilize the delayed/ nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture.¿ as the cage was not returned, a definite root cause cannot be determined. However, the cage was implanted for almost two years and it is unknown if the patient fused. It was reported that one of the pedicle screws migrated out of position. This can cause instability in the construct which can put excess force onto the cage and possibly cause it to fracture. H3 other text : device was not returned and therefore could not be evaluated.